Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1bbyc, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare representative regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a break in the lead insulation below the proximal electrode where the electrodes feed into the ins header. This caused the implant to malfunction which resulted in a lack og clinical efficacy. No environmental/external/patient factors were reported. The implant was interrogated, and high impedances were noted on all electrode configurations. The ins and lead were explanted and replaced. The issue was reported to be resolved at the time of the event. No further complications reported/anticipated. No symptoms reported.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) njy341205h revealed device functioning okay, insignificant anomalies. Conclusion code 71 applies to this device. Analysis of the lead va1bbyc revealed the outer insulation is separated at the proximal end butt-joint. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: field rep was the initial reporter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that it appeared that there was a manufacturing defect in the lead.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Device returned.